Event description:
The customer reported no value/ind (indeterminate) flagged troponin I result, for one patient, involving the access 2 immunoassay system. The customer then tested the sample on the main access 2 system and obtained a result of <0.01 ng/ml. The ind flag result was not released from the laboratory. There was no patient impact associated with this event. The customer noted quality control (qc) level 1 generated ind flags on (B)(6) 2013 and (B)(6) 2013, following the event date. The customer typically performs two levels of qc once daily. System check failed on (B)(4) 2013 and (B)(4) 2013. Beckman coulter customer technical support (cts) performed system troubleshooting with the customer and discovered one of the fittings, on the substrate bottle, was loose and tightened the fitting. The customer then primed and performed system check which passed within specifications. The customer completed a 10-repetition precision test which produced acceptable results. Beckman coulter cts recommended the customer to reanalyze patient samples back to the last acceptable system check. The patients sample was collected in lithium heparin plasma separator tube and centrifuged at 3,655 rpm (rotations per minute) for ten minutes. The sample was clear in appearance. No further issues were reported. The instrument was in normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting via the telephone. In conclusion, a loose substrate cap fitting is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. This medwatch report is related to MDR 2122870-2014-00004.